Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. The distal electrode was covered in blood.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (ipg) 2013 (B)(6); (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported, one week post implant, the patient became dyspneic and complained of pain in the thorax. A remote transmission confirmed that there was an increase of ventricular lead thresholds and impedance. A CT (computed tomography) scan revealed a hematoma due to a ventricular lead perforation. An emergency operation was conducted and drainage was performed. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.